Manufacturer narrative:
The service rep walked the customer thru the command to rebuild the database and reboot.

Event description:
The customer reported the etrak 2500p system database is not being displayed. No patient injury was reported.